Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, the device was difficult to remove. The physician removed the device by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use (IFU). Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not reported; therefore, a device history record review could not be performed.